Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified this device has not been in for service previously. Ther reported problem was duplicated during air in line alarm. There was dry contamination found at the downstream occlusion (dso) sensor, and in the air detector area. Patient data lost alarms found in event logs history. The probable cause of the reported problem was contamination. Replaced the main board, downstream occlusion (dso) sensor, air detector, and lcd lens. Device passed all functional tests after the repair.

Event description:
It was reported that pump had failed test. Analysis found that this occurred during testing air in line. It was unknown whether this occurred during patient use.